Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing testing before using on patient." This was found prior to use. There was no patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "leak test was performed to actual complaint sample to review the functional of the device. Cuff been soak into the water and no presence of bubble observed. The actual sample also performed dry leak test and the complaint sample was passed." A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found cuff leakage when doing testing before using on patient." This was found prior to use. There was no patient harm or injury.